Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostar xl device with a 10f sheath after an internal iliac aneurysm repair procedure. Reportedly, when the needles were deployed, only three needles were observed. The needle backdown procedure was attempted, but the needles would not reinsert into the device. Under fluoroscopy, the 4th needle was observed to be stuck in the soft tissue. The prostar xl was removed surgically and hemostasis was achieved surgically. There was a two hour clinically significant delay in the procedure and hospitalization was extended 2 days because of the issue with the prostar xl device. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device was discarded and was not returned. Unique device identifier (UDI): (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported failure to deploy the needles could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The first prostar xl device used, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
Subsequent to the previously filed report, additional information was received: reportedly, during the procedure, another prostar xl device was used first. That device had no blood flow from the marker lumen. The device had been pre-flushed with saline prior to the procedure. The device was removed and replaced with the prostar xl referenced on the initial report.